Event description:
It was reported that the handset would not connect to the communicator for an external device. The patient's representative attempted multiple times to connect and even visited a healthcare provider, but the connection issue persisted. Troubleshooting steps were reviewed, including resetting the percept patient communicator, which resolved the connection issue. Additionally, it was reported that the implantable neurostimulator was off when the patient charged it, despite the implant being at least 60% charged at the start of a charging session. The representative ensured that the communicator and handset were kept to confirm that the patient was not turning the stimulation off. The patient was redirected to a healthcare provider to have the device checked.  No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.